Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed a blister and swelling at the pocket site. This was noted after antibiotic therapy. It was determined the patient had an infection. As a result, the patient was hospitalized, administered intravenous antibiotics and the implantable cardioverter defibrillator (ICD) was explanted. There was no vegetation noted during extraction. A culture was performed at a later date, and the results were unremarkable. No additional adverse patient effects were reported.